Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for gluc3 glucose hk (glu) on a cobas 6000 c (501) module - c501. The sample initially resulted with a glu value of 306 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The value was questioned, so the sample was repeated on a second analyzer, resulting as 97 mg/l. The repeat value of 97 mg/dl was believed to be correct and matched the value obtained with a fingerstick sample collected from the patient. The sample was repeated on (B)(6) 2018, resulting as 302 mg/dl accompanied by a data flag. When tested on the second analyzer, it resulted as 76 mg/dl. The repeat value from the second analyzer was believed to be correct. The customer masked testing for most of the tests on the analyzer since they did not trust values. The customer stated that there was an issue with another sample that was flagged. The customer has continued to run controls and these are within range. The patient was not treated based on the erroneous results. The patient was not adversely affected. The glu reagent lot number was 317737. The reagent expiration date was asked for, but not provided. The field service engineer replaced the sample probe. He ran controls and precision studies, all were good.

Manufacturer narrative:
The customer repeated the sample after the service activities and the glu result was 76 mg/dl. The customer did not have any further issues since the probe replacement. Investigations determined that the issue was solved by the service actions. Reagent issues could be excluded as controls were within range after the issue.